Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure a field service engineer found that the drawer was not failed. The fse powered the unit off and reseated all connections. The station was rebooted into the hardware testing application, where all tests passed. The drawer was also tested through the application via inventory, and no issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 failed to close. The system continued to report the drawer as not recognized as closed. The customer also reported that surgical cases were ongoing in the room. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.